Event description:
It was reported that the user experienced repeated occlusion alerts with a contact detach infusion set while the pump was placed on stomach, arm, and upper thigh sites, which resolved only after changing supplies and relocating to a fatty tissue site; a dry run test, three-drop verification, and cannula fill were completed, and insulin delivery resumed with blood glucose reported at 144 mg/dl. No adverse clinical symptoms associated to the interrupted insulin delivery due to occlusion reported. Outcomes included restoration of insulin delivery after supply change and site relocation, with no hospitalization. Customer care provided support that included guided troubleshooting, component replacement, and functional verification during the call. Investigation of this case revealed an infusion set occlusion associated with placement over muscle rather than fatty tissue, with contributing factors linked to the infusion set and connector components, and user site selection. It was concluded, based on previously established findings for similar reports, that the cause was user site selection leading to infusion set occlusion, resolved through education and replacement of disposable components.